Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator's oxygenation and decarboxylation performance massively decreased. As per user facility, at 12:33 bga (arterial blood gas analysis) at 100% o2 (the oxygen saturation of the blood), and 10 l/min gas flow. Po2: 7,54kpa (po2 = the partial pressure of oxygen, kpa = kilopacals). Pco2: 6,56kpa (pco2 = the partial pressure of carbon dioxide) following immediate action taken: - fio2: 100%; gas flow: 10 l/min. (Fio2 = fraction of inspired oxygen). No health consequences or impact. Product was changed out. Procedure completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 9, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was visually inspected upon receipt, with no breakage or similar anomaly observed in the appearance. After having been rinsed and dried, the actual sample was tested for the oxygen transfer and carbon dioxide removal performance in accordance with the product inspection protocol. It was confirmed to meet the factory's specifications, with no anomaly found. The manufacturing and incoming inspection records were reviewed, and no anomalies were observed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.